Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one grip cable was derailed and frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. The grips can still open and close, but movement may not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. Failure analysis investigation also found indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that after a da vinci surgical procedure, a broken cable was identified on the large needle driver instrument. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.